Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported device "will not show guide for loading tube set" was verified. The cause was determined to be a delayed upper hook switch and therefore the upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that falsely detected the door to be closed during preventative maintenance testing in biomed service. There was no patient involvement associated with this event. No additional information is available.